Event description:
It was reported to boston scientific corporation in 2008, that a radial jaw hot single-use biopsy forceps was used during a procedure. According to the complainant, electricity was run to an olympus psd-60, but the forceps would not burn. The customer inquired as to the compatibility of the forceps with the psd-60. Procedure completed with an olympus corporation device (product unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.